Event description:
It was reported that the device indicated occlusion. It is unknown if there was patient involvement.

Manufacturer narrative:
H3: one device was returned for analysis in used condition. Visual inspection found the downstream occlusion (dso) seal was lightly bubbled. The event history log was reviewed and was not able to confirm the customer¿s reported issue. Functional testing was performed, and the pump was indicating occlusion at too low of a psi. The cause was identified to be an uncalibrated dso sensor. The dso sensor was calibrated, and the device passed all testing.